Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation and was seeing a ¿call your doctor¿ with a power on reset (por) message. The patient noticed the por condition the morning of call when they saw it on the patient programmer and then when they went to charge they saw it on their implantable neurostimulator recharger (insr). While on the call the patient was able to clear the por and was assisted with turning stimulation back on. The patient confirmed the stimulation was on and that they were at 1.20v.